Event description:
Per the clinic, the patient experienced poor performance with the device. Reprogramming attempts were made; however, the issue could not be resolved. The patient also experienced pain at the implant site, not believed to be related to the cochlear implant. Subsequently, the device was explanted (B)(6) 2014 due to possible infection.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
This report is filed november 3, 2014.